Event description:
It was reported that after a diagnostic percutaneous coronary catheterization through a 6f sized sheath, arteriotomy closure was attempted of the common femoral artery with a starclose se device. Reportedly, after clip deployment, when the device was removed, bleeding continued. Manual arterial compression was applied for fifteen minutes to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Failure to achieve hemostasis can be influenced by numerous factors including, but not limited to a manufacturing deficiency, user technique, or patient anatomical conditions. Inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment can contribute to the reported event. Information relevant to user technique was not provided. Patient anatomy may also contribute to the reported experience. A femoral angiogram revealed no presence of vessel calcification or vessel tortuosity. Additionally, no access site or groin scarring was reported. No other relevant patient history was provided. Based on the investigation, a conclusive cause for the reported continued bleeding after clip deployment could not be determined. A review of the lot history record was performed and there are no non conforming material reports associated with this lot that would have contributed to the reported incident. During manufacturing, each device is inspected to ensure product quality and a sampling of finished devices is destructively tested, to include proper clip placement in the tissue model, to verify the functionality of the device. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.